Manufacturer narrative:
An investigation was performed that determined damages to the lens face was likely a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
It was reported the c10-3v transducer had a hole in the lens. This was associated with an epiq 5g ultrasound system. There was no patient or user harm associated with this event. The customer¿s immediate concerns were addressed by providing information to replace the transducer. Philips has started an investigation, and upon completion, a follow-up report will be submitted.